Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead could not be inserted in the catheter, and the guidewire could not pass through the lead. The lv lead was also difficult to control due to patient's twisted blood vessels. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were failure to advance guidewire and operation issue. As received, a complete lead was returned in one piece. The reported event of failure to advance guidewire was not confirmed. Final analysis via visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. The guidewire insertion/ removal test was performed, and the guidewire was able to be fully inserted inside the lead and removed without obstruction/restriction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to be advanced into the guidewire. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.